Manufacturer narrative:
A device history records review was unable to be conducted as no upn or lot number was provided. The (B)(4) complaint report for october 2015 was reviewed for the bioflo PICC product family and the failure mode, "patient injury - death." No adverse trend was identified. At least 3 good faith efforts were made by (B)(4) to obtain additional details on th event from the hospital. It was communicated that the hospital was conducting an "internal investigation" and were unable to share any details. Without receiving a sample for evaluation, or further details, the relationship between the event and the (B)(4) device is unable to be determined. The risk of the reported event failure mode - vascular thrombosis, is identified in the bioflo PICC directions for use as well as precautions regarding catheter placement, manipulation, and flushing. ((B)(4))

Manufacturer narrative:
The investigation into the reported event is on-going. A supplemental medwatch will be submitted at the conclusion of the investigation.

Event description:
A bioflo PICC was placed in a (B)(6) spinal surgery patient to deliver antibiotics after surgery. The patient developed a dvt and died from a pulmonary embolism. (B)(4) has been informed that the hospital is conducting an internal investigation into this event and we will be requesting the results of this investigation.